Event description:
After receiving the field action letter, the pt reported experiencing heating at his scs ipg pocket site after charging his scs system for approx 30 mins. A sjm representative advised the pt to charge the scs system more frequently for 30 mins or less. The pt followed the instructions and the issue resolved. On (B)(6) 2012, st. Jude medical, (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.